Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e226 and failure to display an image. White foreign material was observed on the air water tube and cylinder. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. The scope communication error and failure to display an image were attributed to corrosion on the plug unit. It is possible the foreign material could be from the use of simethicone. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope displayed an error b30(scope communication error). The issue occurred during inspection for use. There were no reports of patient harm.